Event description:
It was reported that bd insyte autog bc leaked at the hub connection. The following information was provided by the initial reporter: we had an event report submitted yesterday from our cath lab recovery area. The 22gx1.00in i.v catheter was causing a leak between the catheter and j-loop. The staff tried multiple j-loops and leak still remained so they had to remove and open another i.v catheter and a new IV had to be started on the patient. (B)(6) 2024 any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard bc unit from lot number 4051140. A visual inspection was performed but no damages were discovered to the catheter tubing, or the extensions sets provided. The catheter was flushed and aspirated with and without it connected to the extension sets provided. No leaks or issues connecting were discovered. The catheter was leak tested and no leaks were discovered. Visual inspection did not discover any damage to the adapter or the luer threads and no damage to the luer connection of the extension set provided was discovered. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.